Event description:
The consumer reported that they were charging their implantable neurostimulator (ins) too frequently in 2015 compared to how often they charged in the beginning and the charge would not last more than 2 days. The patient had not recently reprogrammed or switched to a new group and had not needed to increase the parameters. It was noted that the patient did increase settings about two years prior to the report, had a daytime setting and would decrease the settings a little at night time. The patient also reported that it took longer to recharge their ins; when first implanted, it took about one hour, at the time of the report, it too 2-2.5 hours to charge. The patient would get full coupling and it was noted to be a gradual change in charging the ins. It was also reported that the ins shifted a bit to the right there were no changes in stimulation sensation but the patient experienced a new pain in the hip. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.